Event description:
It was reported that implant movement/shift and device leak occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During a routine follow up computed tomography (CT) scan a leak and a closure device shift were noted. No further information was provided at the time of this event.